Event description:
It was reported that during a routine pulse generator changeout, the device went into backup vvi operation.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.